Manufacturer narrative:
Other, other text: at the customer's request, the device was returned to the customer without undergoing repairs or analysis. Should new information become available, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device occasionally powers off by itself. There was no patient impact or consequence reported.